Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's wife reported via phone call that they experienced high blood glucose of 592mg/dl. Customer stated that when I put the sensor on there was a lot of blood. Customer had alert for calibration error. Customer declined troubleshoot for high blood glucose and blood at site. Insulin pump will not be return for analysis.